Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault sf189 error message. Performance testing was not able to reproduce the system fault and found the device operated per specifications. The device was serviced, calibrated, tested and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the mainboard processor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs confirmed a single occurrence of system fault sf189 which caused ventilation to stop and the device to restart. Based on the investigation results and previous investigations of similar complaints, the investigation determined that system fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the mainboard processor. There was no patient injury reported as a result of this incident.